Event description:
As reported by hospital-an error code was presented that prevented completion of the tubing priming process. The error code condition could not be resolved in the short term. A replacment machine was called for from our affiliated university hospital. The dialysis therapy was delayed for several hours because of this inability to prime.